Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk.

Event description:
It was reported that approximately 9-12 months post implantation, patient had presented with groin pain and popping. Patient experienced temporary relief with two injections and physical therapy. Due to failure of conservative treatment, patient underwent arthroscopic procedure due to iliopsoas tendonitis. Attempts have been made and no further information has been provided.